Event description:
On (B)(6) 2013, the distributor contacted animas and alleged that the pump was emitting the call service alarm more frequently than expected. There is no adverse event reported. This complaint is being reported because the cal service alarm issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings. The issue was confirmed in history but not duplicated in testing. Review shows evidence of consecutive ¿cs052/cs054¿ alarms observed in the black box and in the alarm history on the dates of (B)(6) 2013. The pump powers ¿on¿ and displays ¿verify¿ screen. The display is fully illuminated and clear. The pump was primed and exercised for (B)(4) hr, no cs alarms occurred during the duration test. He pump¿s cover was removed; inspection reveals no intermittent condition to the printed circuit. The slave processor was reprogrammed successfully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.